Event description:
It was reported that during a procedure in the mid right coronary artery, the handle of the 20/30 indeflator broke during inflation to deploy an unspecified stent. A new indeflator was used for inflation/deflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Event description:
This event was filed in error. The handle broke during inflation and was easily identified and replaced without resulting in adverse patient effect or a significant delay in the procedure. An initial medwatch report has already been filed; therefore, this supplemental report is being filed to correct the initial submission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.